Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) caucasian male presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support with the impella cp. During support, a large hematoma formed around the access site. The next day, the decision was made to remove the impella due to site enduring "pulsatile bleeding." The site required surgical closure and 4 units of blood products, as treatment.